Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional/corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 1825034.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that while the surgeon was attempting to use the instrument it was hard to slide and the numbers were fading. There was no report of harm to the patient. Attempt has been made to obtain additional information. No additional information has been obtained at this time.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.